Event description:
A fibre optic catheter cable was being used to monitor the intracranial pressure including temperature when the cable failed to read the temperature. The unit was in use for 4 months when the problem occurred. The patient did not incur an injury and a revision was not required.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported information.